Manufacturer narrative:
It has been clarified that the repeat result of 8 mmol/l corresponds to the first sample and the repeat result of 6 mmol/l corresponds to the second sample. It has been clarified that the erroneous results were not reported outside of the laboratory. The patients were not adversely affected.

Event description:
The customer reported that they received erroneous results for a total of three patient samples tested for glucose hk gen.3 (gluc). The date of the event and which results were reported outside of the laboratory was requested but not provided. The first sample initially resulted as 0.8 mmol/l. The second sample initially resulted as 0.2 mmol/l. It was stated that the first and second sample were repeated, resulting as 8 mmol/l and 6 mmol/l. Both repeat values were said to be normal values. For each of the values, it was not clear which corresponded to the first sample or second sample. A clarification has been requested. The customer ran samples in duplicate to catch any more questionable values. Since they did not encounter any further questionable results, they resumed their normal process. With the last 200 samples of the day, the customer encountered the issue again with a third sample. The third sample initially resulted as 6.2 mmol/l. The sample was repeated, resulting as 1.2 mmol/l. It was asked, but it is not known if any patients were adversely affected. No adverse events were alleged. The gluc reagent lot number and expiration date were asked for, but not provided.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer reported that they received erroneous results for a total of three patient samples tested for glucose hk gen.3 (gluc). The date of the event and which results were reported outside of the laboratory was requested but not provided. The first sample initially resulted as 0.8 mmol/l. The second sample initially resulted as 0.2 mmol/l. It was stated that the first and second sample were repeated, resulting as 8 mmol/l and 6 mmol/l. Both repeat values were said to be normal values. For each of the values, it was not clear which corresponded to the first sample or second sample. A clarification has been requested. The customer ran samples in duplicate to catch any more questionable values. Since they did not encounter any further questionable results, they resumed their normal process. With the last 200 samples of the day, the customer encountered the issue again with a third sample. The third sample initially resulted as 6.2 mmol/l. The sample was repeated, resulting as 1.2 mmol/l. It was asked, but it is not known if any patients were adversely affected. No adverse events were alleged. The gluc reagent lot number and expiration date were asked for, but not provided.

Manufacturer narrative:
A specific root cause could not be determined based on the provided information. Additional information required for the investigation was requested, but not provided.